Manufacturer narrative:
(B)(4). During investigation, the cause of the alarm was determined to be use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a use error - failed to follow therapy states could not be confirmed due to a lack of sample. However, per the complaint information, the root cause was determined to be use error. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's service center regarding a patient that stopped the machine in dwell, which occurred on the homechoice (hc) during use. The home patient (hp) stated they stopped the dwell and disconnected themselves but did not cap themselves or the patient line. Consequently, fluid leaked out of their catheter. The tsr then assisted the hp to cycle the power off/on, end therapy and start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the registered nurse (rn). The rn was made aware that the home patient (hp) disconnected and did not cap off themselves or the patient line causing fluid to leak out of their catheter. The rn stated the hp has had no injury or medical intervention since this incident.